Event description:
Sorin group received a report that after coming off bypass, the touch screen of the sorin centrifugal pump locked up and would not respond when the clinician attempted to stop flow. The device was powered off to stop flow and the procedure was completed without further issues. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group service engineer was dispatched to the facility to evaluate the device. Although all touchscreens operated correctly during testing, residue was found on the devices. The representative subsequently cleaned the touchscreens, updated the software revision, and completed a preventative maintenance on the system. Based on the testing performed and the results achieved by the representative, the hospital decided the unit would be returned to service. The s5 instructions for use clearly state "it is essential for the operational safety and reliability of the s5 system that it be kept clean" and to perform the proper cleaning routine every time the system has been used.